Manufacturer narrative:
The customer contacted resmed astral support to request assistance troubleshooting an error message that was displayed on the device. Review of the therapy data found the occurrence of a battery inoperable alarm. During the call, astral support went through the troubleshooting steps and training with the customer to assess the device events. It was recommended that the device be sent to the service center for evaluation. The device was returned to the customer's internal service center for servicing. No device was returned for evaluation, therefore, resmed is unable to confirm the reported complaint at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported battery inoperable alarm. Review of the device logs revealed total power failure events in the device. Visual inspection found the internal battery has overheated and was deformed. Based on all available evidence and complaint investigations of a similar nature, the reported battery inoperable alarm was due to an isolated component failure within the device battery assembly. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.